Event description:
The customer reported when they run out of contrast the ball inside the chamber does not always seal over the opening and allows air to be drawn into the tubing line. No air has been injected into the pt. No lot number was provided. No harm or injury reported. The customer reported they had five (5) defective devices but did not provide any additional info or clinical details for the additional defective units. The customer is not returning any defective devices. Therefore, only this single MDR report will be submitted.

Manufacturer narrative:
Device evaluation: the customer did not return any used or new devices for eval/investigation. The complaint cannot be confirmed. The lot number was not provided. A review of the device history record was not possible. A similar complaint was previously investigated from this customer (ref: MDR 1721504-2010-00190). Testing did not reveal any defects or anomalies. Unable to determine a root cause of the reported failure without the device. Method: the complaint database was reviewed for device part number, similar devices were tested for a previous investigation of the same device. Results: unable to determine a root cause for reported failure.